Event description:
During an anterior cruciate ligament reconstruction using the biosure sync tensioner, it was reported that the spring loaded component of the tensioner broke out of the molding that they are housed in. A little fragment of the black plastic housing could not be found. The wound was washed out several times, before completing the procedure. The device was reported to have been previously used without issue. The device broke when tension was being applied to sutures coming off the implanted graft. The patient was reported to be okay. The procedure was able to be completed by way of the surgeon pulling the trailing sutures by hand rather than on the tensioner. There were no reported patient injuries or complications.

Manufacturer narrative:
The device was marked as available for evaluation; although anticipated, the device has not yet been received. (B)(4).

Manufacturer narrative:
Device evaluation: two devices were returned for evaluation. The devices were returned with at one tensioner wheel broken from the body on each device. The adjacent location of the broken wheel on the body of the device is cracked. The failure mode is confirmed, and as a result a corrective and preventative has been initiated to address the root cause of this failure.(B)(4)